Manufacturer narrative:
The product will be returned for evaluation and testing.

Event description:
When the diagnostic catheter was rec'd it was noticed that the pigtail tip was not atraumatic, polished and manicured. The product was not clinically used. There was no pt injury.